Event description:
It was reported that there was leakage on the cooling side of the handpiece probably broken inside. The product problem was discovered during service. There was no pt impact. Additional information has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.